Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for degenerative disc disease and spinal pain. It was reported that a patient experienced back pain that lasted for hours and hours. It was stated that the pain happens more when the patient changes positions. It was noted that one time the patient leaned too far forward when they stood up and the pain took her breath away. The patient can walk some, but was less mobile and had more pain and used a wheelchair. It was noted the patient had lost weight and the weight loss was gradual over the last few years. It was noted that the weight loss was attributed to pd. The patient can lose a pound in a day or two and has lost muscle mass and become frail. Literature and training was requested for the patient programmer and a manufacturer representative was requested. No further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient did have a managing physician but they did not know the name. The managing physician had moved recently so the caller did not even know which facility they were working out of. The patient had no appointments on schedule. The patient had lost some weight since implantation so that was the only concern they wanted to discuss with their healthcare professional (hcp). The patient was getting lean and they wanted to make sure that it would not affect the device. It was noted that the patient really liked the device and it provided her with the relief, but at age (B)(6) when the patient would spend most of her day in a wheel chair, few pains were expected. The caller was directed to get the patient an appointment with a hcp. No further complications were reported.